Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was stuck in an update for approximately 30 minutes while appearing online in remote smart service (rss). The customer mentioned that the screen displayed the message, something didnot go as planned. The customer attempted troubleshooting by rebooting and powering down the station; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in update screen. A field service engineer reimaged and reloaded the remote support service (rss) agent 4.12 and the component manager. After initiating a resynchronization, the process became stuck at the synchronization status, restarted the synchronization process, which then completed successfully, rebooted the station with no errors, checked all drawers and cubies and confirmed that no errors were present. The customer was able to retrieve medications without any issues. The system functioned as intended after the field service engineer troubleshot the device.